Manufacturer narrative:
Manufacturer control number: (B)(4).

Event description:
It was reported that in pediatric uti, when removing the swg from the catheter placed in the (B)(6) year old female patient's right subclavian, the swg stretched. As a result, the swg was removed from the patient in its entirety and without surgical intervention. A new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient weighed 24kg.